Event description:
It was reported that the bladder of a small volume intermate ruptured. This occurred during filling with antibiotics. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: january 17, 2014 ¿ january 20, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.